Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient complained of receiving shock. Evaluation revealed that the implantable cardioverter defibrillator (ICD) encountered a power on reset (por) and parity errors/corrupted memory had occurred. The right ventricular (rv) lead is suspected of arcing the high voltage energy with the ICD. Reprograming of ICD settings was performed. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Analyst commented, multiple power on reset (por) occurred on corrupted date stamps.